Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00559; 540-01-001, s805 - wear/excessive wear, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00484; 540-01-001, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to poly wear and loosening.